Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-10063. It was reported the patient ((B)(6)) was no longer receiving effective coverage from his/her dbs system. Diagnostic testing identified impedance issues. It was noted that stimulation could not be increased due to the power output being too strong for the patient. X-ray imagery revealed a bad connection in both lead extensions. Surgical intervention took place on (B)(6) 2014. It was reported the neurosurgeon reconnected both lead extension which resolved the reported issue. Please note: additional device information has been requested; however, no further information was available at the time of this report.